Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with missing segments and a partial display with vertical black/blue lines across the display due to moisture damage on electronic assembly. Unable to perform the self test and the displacement test due to display anomaly. The pump was cut open and traces of moisture on pcba1 and motor noted during visual inspection. ¿ the pump was received with minor scratches on lcd window, cracked case (corner of belt clip rails), battery tube threads-cracked and scratched case. In summary, customer alleged cracked case (corner of belt clip rails) confirmed. Exposed to moisture on electronic assembly noted. Missing segment/partial display noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer customer noticed a crack in the pump case, along the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer will discontinue to use the insulin pump. The device was returned for analysis.